Manufacturer narrative:
Concomitant products: medtronic lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. The patient is a participant in the improve sudden cardiac arrest clinical study. No patient complications have been reported as a result of this event.